Event description:
Manufacturing related ref: 3009600098-2019-00019. During the procedure, a dissection occurred in the left main. The catheter attempted to advance to the lad but was experiencing buckling proximal to the guidewire exit port. A second catheter was attempted to be used but the issue persisted. A dissection occurred in the left main and a flap of tissue was seen on an angiogram. The lad was not able to be treated because of the dissection. A stent was replaced and the issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.